Event description:
The customer reported that while using the cx50 ultrasound system, there was a software crash during the scan. Free fluid in the abdomen resulted and the patient started to collapse. The hard drive was replaced, and software reloaded to resolve the malfunction. An investigation is underway for patient outcome and to determine root cause.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
The manufacturer previously reported that while using the cx50 ultrasound system, there was a software crash during the scan. Free fluid in the abdomen resulted and the patient started to collapse. Multiple attempts to have the device and/or components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.